Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. It cannot be determined if product left conforming to print. After reviewing the instrument, it is possible that the pusher wire was not glued into the assembly; thus, allowing it to fall out of the instrument instead of retracting, and not allowing the anchors to deploy. Based on these results the complaint is considered confirmed.

Event description:
It was reported that patient underwent a meniscal suture procedure on (B)(6) 2015. During the procedure, the pusher was advanced, but the anchor failed to deploy. Another instrument was used to complete the procedure, without significant delay.